Manufacturer narrative:
Based on the available information, it is unknown if the bleeding occurred where the bioglue was applied. The initial report states that hemostasis was achieved at the anastomotic site and the crfs, provided by the surgeon, says that the bleeding event was unlikely related to the use of bioglue. There is not enough evidence to determine if the bleeding later occurred where the bioglue was used. There is no indication that the bleeding is related to bioglue. Based on the information available at the time of this report, it is not possible to determine the root cause of the bleeding or if it was associated with the use of bioglue. The IFU lists "hemorrhage" as a potential adverse event associated with cardiac and vascular procedures. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
Patient ID: (B)(6). The results of CT examination showed that there was a possibility of blood clots in the mediastinum. Additional information obtained reporting that on march 8, 2018, study patient (B)(6)underwent type a aortic dissection with subtype a2 repair with coronary bypass. During the surgery a gelweave vascular graft was used to repair the dissection. Bioglue was applied for anastomotic site sealing with hemostasis achieved. An intraoperative tte (transthoracic echocardiogram) of the proximal repair site was conducted. There was complete obliteration of the false lumen which was confirmed by CT (computed tomography). No reported intraoperative complications/adverse events. Then on (B)(6) 2018, the patient experienced mediastinal bleeding. The results of an abdominal CT showed that there was a possibility of blood clots in the mediastinum. A thoracotomy was performed, the surgery revealed a small amount of blood clots and about 300ml of blood were found in the mediastinum and pericardial cavity, and a division was formed in part of the cavity. According to the crfs (case report forms) this bleeding event was unlikely related to the use of bioglue.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
The results of CT examination showed that there was a possibility of blood clots in the mediastinum.